Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was a nurse at the nursing home where the patient lives. They were calling because they noticed the patient's stimulator is unexpectedly shut off when they do not expect it should be, they thought she must have been hitting the wrong button on the programmer so the patient's daughter took the programmer away from her. The caller said they were also noticing when this happens the patient started to have slurred speech and delayed reactions to things. Prior to the above, the patient had been recharging her own ins but the patient fell and fractured her ankle two months ago and the nursing home staff noticed the above symptoms and took over helping patient recharge. The caller said they tried to recharge for about 30 minutes everyday like the rep taught them when the patient moved to the facility but at the time the patient had been able to charge on her own. The caller said one time the patient's ins had been shut off. When she helped the patient recharge to full and an hour later the patient's daughter came and it was off. Later she called said she helped patient get started to charge and the ins had showed somewhat full then left patient to continue on her own but the patient may not have successfully continued. Caller said it had been more than 50% this weekend. Caller said they have just started seeing stimulation off the last 2 weeks but assumed someone hit the wrong button. A fall was reported to be related to the issue. Caller was not with patient to do troubleshooting. No further complications were reported or anticipated with this event.